Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed one misaligned staple at the front. The stapler was returned with the trigger not engaged, and there was biological material on the device. The stapler was received with 41 staples left in the cover block. Upon functional testing, after engaging the trigger, no staples fired. The stapler was then disassembled, and the one jammed staple was found to be the cause of the issue. Die casting anomalies were discovered on the forming tool. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination of the returned stapler revealed one staple misaligned at the front of the cover block. Upon functional testing, the stapler was fired into the air and the stapler did not fire. The stapler was disassembled. Die casting anomalies were discovered on the forming tool. The jammed staple was removed and then measured for dimensional specifications. The staple was found to be out of specification. (B)(4) was previously opened by the manufacturing site to address this issue. Several actions were taken to address this issue as part of a non-conformance, which was closed on 22nov2024. The returned sample was manufactured prior to these actions on 13sep2024. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler (staple not firing/jamming) before use on patient". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staple not firing/jamming) before use on patient". No patient involvement.